Event description:
It was reported that the patient experienced a loss of therapeutic effect. Stimulation was not felt on the left side of his leg and stimulation was felt in the back with back spasms reported. There was no known accident or incident related to these events reported. The patient thought the lead was broken, this had not been confirmed. A re-evaluation of the patient's device system was scheduled. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 39565-65, serial # (B)(4), implanted: 2009 (B)(6), explanted: unknown. Programmer: model 37743, serial # (B)(4). Recharger: model 37752, serial # (B)(4).

Event description:
Additional information. The system was evaluated, and the results indicated the system was intact. The device was reprogrammed, but the patient still had shoulder pain. The patient was going to receive an additional device to treat the shoulder pain.